Manufacturer narrative:
Additional information was received that there was no lead revision but instead the patient underwent an ipg revision procedure wherein ipg was relocated a little bit deeper due weight lost. No device malfunction was suspected. The patient was doing well post operatively.

Event description:
A report was received that the patient will undergo a revision procedure wherein the leads will be repositioned for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo a revision procedure wherein the leads will be repositioned for an unknown reason.